Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set separated at the lower fitment during priming with normal saline. There was no patient involvement. Customer stated that there is no further event information available.